Event description:
An optometrist reported that at one day post op lasik surgery, a patient presented with bilateral stage one diffuse lamellar keratitis (dlk) and staph marginal keratitis. Report included patient comment of eyes being 'mildly scratchy but seeing better than before.' At one week post op the patient's status had improved, did not require medical intervention, and the vision was 20/20. No additional information is expected for this case. This report will address the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).